Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placement of a 7mm x 100mm smart control self-expanding stent (ses) delivery system with an unknown .014 guidewire, and attempt to exchange the guidewire for an unknown .035 guidewire was made. However, a shaft fracture was observed. A 10cm segment from the distal tip was retrieved. There were no reported injuries to the patient and the patient is doing well. This was during a procedure on a patient with a 90-degree bent waist. The device will not be returned for evaluation.

Event description:
As reported, after placement of a 7mm x 100mm smart control self-expanding stent (ses) delivery system with an unknown .014 guidewire, and attempt to exchange the guidewire for an unknown .035 guidewire was made. However, a shaft fracture was observed. A 10cm segment from the distal tip was retrieved. There were no reported injuries to the patient and the patient is doing well. This was during a procedure on a patient with a 90-degree bent waist. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, after placement of a 7mm x 100mm smart control self-expanding stent (ses) delivery system with an unknown .014 guidewire, and attempt to exchange the guidewire for an unknown .035 guidewire was made. However, a shaft fracture was observed. A 10cm segment from the distal tip was retrieved. There were no reported injuries to the patient and the patient is doing well. This was during a procedure on a patient with a 90-degree bent waist. The device will not be returned for evaluation. A product history record (phr) review of lot 18412760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) separated¿ could not be verified as the device was not returned for evaluation nor were procedural images provided. Therefore, the exact cause cannot be determined. Procedural factors and device handling may have contributed to the event reported. Additionally, the challenging patient anatomy, including the reported 90-degree bend, may have introduced increased mechanical stress on the device during manipulation and guidewire exchange. However, without device return or further procedural details, a definitive root cause cannot be established. According to the instructions for use, which is not intended to mitigate risk, ¿select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the stent size selection table. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.